Event description:
The sales rep and service tech reported that the siderail buttons were not working on both siderails and the lift motors were not lowering.

Manufacturer narrative:
Malfunctioning siderail electronic lift.